Manufacturer narrative:
Additional information was received that no further information could be obtained. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four weeks after the implant date. D6b: explant date: four weeks after the implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2208500. Model: sc-2208-50 . Serial: (B)(6). Batch: 173571. Product family: scs-extension . Upn: m365sc3138250 . Model: sc-3138-25 . Serial: (B)(6). Batch: a05888.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason. Additional information was received that no further information could be obtained. Additional information was received that all components were explanted due to an infection that was developed. The patient was given an antibiotic. The explanted devices will not be returned per hospital policy and the patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.